Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that switch 1 had a scratch. It was also noted that the bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire. There were scratches noted throughout the device and the scope cylinder was shaved. The control unit had discoloration and the adhesive on the bending section rubber had a crack. The bending tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope switch 1 had a scratch and a pinhole. Inspection and testing of the returned device found that the nozzle had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The cause of the foreign material remained in the device since it was unknown if the reprocessing was conducted in accordance with instructions for use from the obtained information. There was no deformation in the area where the foreign material remained. Detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and preventive measure are in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.